Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating, resulting in the pump shutting off. Additionally, it was reported that an unexpected reset occurred. Customer's blood glucose (bg) level was "high"; specific value was not provided. Customer administered a manual injection to address bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.